Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During procedure, after screwing into the septal region of the right ventricle (rv) apex, the lp exhibited high threshold and loss of capture, prompting a 5-minute pause. During this time, the sheath began to slip out, and slight advancement caused the catheter to retract, stretching the helix and resulting in device dislodgement in tether mode. Upon repositioning, low pacing impedance was observed. The lp was removed and replaced with a new device. Patient condition was stable.